Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During evaluation, the device had an improper shutdown. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the compressed battery contact pins from physical damage. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an improper shutdown. No additional information is available.